Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right atrial (ra) lead helix would not extend in the right atrium. The ra lead was not used and the physician elected to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted that blood was visible inside the returned helix, removed blood with alcohol, and the helix extends and retracts within specification. If information is provided in the future, a supplemental report will be issued.